Event description:
A us distributor reported that an electrode belt was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the white and orange wires were pinched at connector plug of c-d cable. The root cause for pinched cable was physical abuse. There was no adverse event that resulted from the damaged belt.